Event description:
Consumer complaint of blood results reading "hi". Last 5 results were 587 mg/dl, 385 mg/d:l, "hi", "487 mg/dl, 198mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of blood results reading "hi". Last 5 results were 587 mg/dl, 385 mg/d:l, "hi", "487 mg/dl, 198mg/dl. No adverse event reported.